Event description:
A caller reported experiencing a cartridge alarm issue. Customer's blood glucose level was high, but a specific value was unknown. To address the issue, the customer took a correction bolus via the pump and by multiple daily injections (mdi). Technical support advised the customer on how to load a new cartridge properly, and the customer was able to reload the cartridge and resume insulin therapy. No third-party assistance was required, and there was no previous report of similar cartridge alarms with this pump.